Manufacturer narrative:
. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes exhibit gel air bubbles(pierced gel) and the blood and ficoll solution mix. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The visual evaluation of the photo confirmed the customer¿s failure mode, gel air bubbles. The retentions could not be inspected as the lot number is unknown. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated the device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: gel air bubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml, an unspecified number of tubes exhibit gel air bubbles (pierced gel) and the blood and ficoll solution mix. There was no health impact or consequences reported.